Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal cap gluing missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the distal cap gluing. In addition, our technician confirmed that the lcb distal cover glass cracked, and the distal body leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the angulation stuck, the possibility of angulation stuck occurred in the human body could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.